Event description:
The angio-seal device was deployed without incident. Three hours post procedure in the nursing unit, the pt began to bleed while using the urinal. The pt had a vaginal reaction which was treated with IV fluids and atropine. A femstop was applied to the right groin at 40mmhg. There were no consequences to the pt.